Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior & interior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter was completely separated within a kink approximately 19.6cm from iab tip. Additionally, one catheter kink was also observed approximately 71.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was confirmed at the broken inner lumen site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break may have occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer noticed change in pressure and could predict that the balloon ruptured. The balloon was removed and replaced with a another company's product without any effects. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer noticed change in pressure and could predict that the balloon ruptured. The balloon was removed and replaced with a another company's product without any effects. There was no reported injury to the patient.